Event description:
Event description cpi received information that during an attempted implant procedure these two sweet tip bipolar leads (4269's) were not used due to the (4269-261932) helix tip breaking off, and the (4269-256805) was accidentally nicked during the attempted implant procedure. Another (4269) lead was implanted. The physician's manual 352527-003c, page 14, states: do not rotate the lead clockwise more than 10 turns when affixing the electrode helix to the heart wall. Excessive rotation may cause the helix to break.